Manufacturer narrative:
This complaint has been evaluated. A review of the last three (3) product monitoring report's for trends indicated no trends for this issue on this product. Historical complaint data from october 2015 to october 2017 was reviewed as it relates to reports for product (B)(4). A total of three (3) complaints, including this one, were reported. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Initial reporter: complainant street address and phone number: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Additional patient/event details have been requested but none have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
The distributor reported that a cuff leakage was noted one day after the endotracheal tube (ett) was inserted in the patient. There was no harm to the patient. No medical interventions were required. The device was replaced with another device. The patient outcome was reported as stable. No photos are available. No further information was provided.